Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed to disconnect from the site, load an empty cartridge, and deliver a bolus, which was successfully completed. Tandem technical support decided to send a one-time replacement pump with updated software.